Event description:
The caller reported that during an arthroscopic shoulder repair, a portion of the distal tip of a lupine inserter that was being used for fixation broke away into the pt's joint space; this was discovered post operatively via x-rays. The procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.